Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient complained that the new infusion set disconnected at the tubing connector. Reportedly, the patient's blood glucose level was normal and did not require any medical treatment. No further information available.